Event description:
It was reported that the balloon damaged another device. The 75% stenosed target lesion was located in the mildly calcified iliac artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, when the sheath was removed after this device was used, there was a crack. Only the device was removed from the patient's body and the procedure was completed with the original device. No patient complications were reported and there was no adverse damage to the patient.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon of the device was protruding out from the side of the introducer sheath. The introducer sheath was noted to be damaged along the length of the introducer sheath. The investigator was able to remove the device from the introducer sheath without any issues noted with the balloon. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied and no leaks or issues noted with the balloon material. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.